Event description:
Caller reported a minimum fill notification earlier in the day. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced both the cartridge and infusion set, successfully resuming insulin delivery. They also requested replacements for the cartridge and infusion set used during troubleshooting, which technical support agreed to provide.